Event description:
A nurse reported that an trocar knife (entry system) was found not sharp (dull). The scheduled surgery was vitrectomy surgery. There was no information about any patient impact. Additional information requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was originally filed as 2523835-2025-01275 (mfg site registration was 2523835). Upon receipt of confirmation from the investigation site after receipt of sample, following submission of the initial report, the product has been changed from the stand alone trocar cannula to procedure pak (containing the 25 gauze trocar cannula). Manufacturing site has been changed from [apd, sinking spring] to [htx, houston] and mfg site registration has been updated to 1644019. The manufacturer internal reference number is: (B)(4).